Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
(B)(4). No return material was made available from the customer site for this evaluation. The evaluation began with a review of the manufacturing, testing and stability data for reagent lot (B)(4). All release specifications and test results are acceptable. This reagent is also used as a reference material and has consistently generated valid calibration curves and control results. Accuracy of recovery studies were also recently performed on a sublot of lot (B)(4) and generated acceptable results. This assay's performance is also monitored through proficiency testing, which has to date performed without issue. The architect total b-hcg assay package insert ((B)(4)) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A specific reason for the customer's issue could not be determined. However, from the current investigation, it can be concluded that the architect total b-hcg assay, lot (B)(4), is performing acceptably. A product malfunction was not identified. Catalog number changed from 7k78-25 to 7k78-30. Method: review of complaint tracking and trending.

Event description:
The customer states that one female patient generated a false positive result of 55 miu/ml with the architect total b-hcg assay on the architect i2000 analyzer. Four different samples from this same patient generated architect total b-hcg assay results of 55 miu/ml. Samples from this patient were also tested by two different methodologies (non-abbott) and generated negative results. An ultra-sound was performed on this patient and was negative. There is no further impact to the patient reported.